Event description:
The complaint is reported as: catheter kinked with insertion. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter assembly for analysis. No definite signs-of-use were observed. Visual analysis revealed that the catheter over needle subassembly was bent. Upon deploying the catheter off the needle, it was observed that the needle cannula was severely bent, which likely contributed to the bending on the catheter body. Removal of the guide wire also revealed a small kink due to the defect on the cannula. The appearance of the defect appears consistent with undue force being applied during insertion. No other defects or anomalies were observed. The kink on the cannula measured 27mm from the proximal end. The cannula total length measured 70.25mm, which is within the specification limits of 2.7595-2.7745". The cannula outer diameter measured .03215", which is within the specification limits of .0320"-.0325" per the cannula graphic. The cannula inner diameter at the distal end measured .0230", which is within the specification limits of .0226"-.0240" per the cannula graphic. The catheter graphic total length measured 66mm, which is within the specification limits of 2.565"-2.605" per the catheter graphic. The catheter body outer diameter measured .0457", which is within the specification limits of .0450"-.0470" per the catheter extrusion graphic. The catheter body inner diameter measured .035", which is within the specification limits of .035"-.037" per the catheter extrusion graphic. The catheter was able to be deployed off the cannula with minor resistance due to the kink on the cannula. The catheter was also able to be reinserted back over the cannula. Performed per IFU statement, "firmly hold introducer needle hub in position and advance catheter forward, with a slight rotating motion, over spring-wire guide into vessel". The guide wire was also deployed through the cannula. Despite the damage, the guide wire was able to advance with little to no difficulty. Performed per IFU statement, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever". Packaging was contacted as part of this complaint investigation. They indicated that it is unlikely that this occurred during the packaging process as the inside compartment of the tray is too narrow and conforms to the catheterization device. Therefore, based on this and the customer report, it is more likely that this occurred due to user error. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "puncture vessel using a continuous, controlled, slow, forward motion. Avoid transfixing both vessel walls". The report of a kinked catheter was confirmed through complaint investigation. Visual analysis revealed that the catheterization device was bent, which caused the catheter, guide wire, and needle to be deformed. All component met relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings identified. Based on the customer report and the sample received, the root cause for this issue is likely unintentional user error. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: catheter kinked with insertion. No patient harm reported. The patient's condition is reported as fine.